Event description:
Information was received from a healthcare provider via a company representative who reported that during the infusion system implant procedure when they attempted to implant the catheter, it would not advance and was not visible on x-ray. The healthcare provider pulled the catheter back through the needle, and the tip of the catheter looked almost split or cut in a way. There were no environmental, external, or patient factors that may have led or contributed to the issue. The catheter was replaced with another catheter. The issue was noted to be resolved, and it was indicated that the healthcare provider had no further information to provide regarding the event. The indication for pump use was spinal pain.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 23-jan-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.